Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type :lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_ins_stimulator, explanted: (B)(6) 2013, product type: implantable neurostimulator . (B)(4).

Event description:
The manufacturing representative reported that an overdischarge was suspected during an appointment in (B)(6) 2013. Coupling or communication issues occurred. The overdischarge was attributed to problems with recharge coupling and patient education. The last time any stimulation was felt was 2 to 6 months before patient's appointment. The last successful recharging session was 6 to 12 months before the patient's appointment. The patient had not charged the ins for 6 months. Two physician mode recharge (pmr) was performed without success. The patient had a follow up appointment with a physician in (B)(6) 2013. The patient was not a good historian and apparently had difficulty recharging. The patient requested that her third battery be placed in the abdomen, so it would be easier to recharge. About 3 years later, it was reported that the patient's devices were replaced on (B)(6) 2013 with another manufacturer's implants. The patient noted that her devices quit working. They would not charge, "like they became disconnected." The indications for use include post lumbar laminectomy syndrome and failed back surgery syndrome. If additional information is received, a supplemental report will be sent.